Manufacturer narrative:
(B)(4). Evaluation summary: the device was received in an open pouch. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. The device was functionally tested by connecting to a primary set, spiking to an in-house bag and priming; no flow issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set would not allow fluid to flow through the set. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.